Manufacturer narrative:
Device evaluation: one smiths medical cadd accessories was returned for analysis. During analysis, the customer's complaint regarding the battery not fully charging was not confirmed. The battery was charged until green led lit, and then installed into a test unit. The battery was found to be fully charged and functioning properly. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that during the use of smiths medical cadd accessory, the customer noticed that the remaining capacity of the battery lowered, and the user connected the product with an ac adapter. Immediately after, the product turned off spontaneously. Subsequently, when the battery was used on a cadd solis pump, the customer confirmed that the battery was 100% but a message of lowering of the capacity was displayed on the pump's screen and the pump was powered off. No patient injury was reported. No adverse effects were reported.